Event description:
Additionally, it was noted that the pump sounded for a critical alarm related to empty reservoir volume.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was traveling and experienced withdrawal. It was stated that patient's pump reservoir ran dry and patient was taken to the ER on the night (B)(6) 2012 to be treated for withdrawal symptoms but the hospital "would not fill the pump instead provided a physician's list who could possibly fill the pump"; it was a holiday weekend and the physician offices were closed. Patient was in (B)(6) and had missed the refill and was currently visiting her daughter in (B)(6). Additional information received from the healthcare provider noted that the patient was out of town and let pump run dry; pump was refilled; patient's daughter called on (B)(6) 2012 to notify office that mother was having nausea, vomiting and diarrhea. Patient hospitalization was indicated and the outcome was noted as recovered without sequel. Drug delivered via the device was morphine.

Manufacturer narrative:
Product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product typ catheter. (B)(4).